Event description:
Pt underwent total hip arthroplasty. Since that time pt has had hip pain. Informed by MFR in 12/00 that there were concerns that the lot number implanted into the pt was among those recalled by the co for concerns that mfg residue left on the socket may cause adverse reactions, including pain and potential for hip failure. Pt may require revision of hip if there is no improvement in symptoms.